Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken at 16 mm from the distal end. The coating of the probe was peeled off and the exposed probe surface was found to have scratch. It indicated the probe had cracked from the scratch then broken off. There were no scratches or contact marks at the non-insulated area of the grasping section. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1)when output in seal & cut mode, the probe came in contact with metal or a surgical instrument. 2)this caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. 3)the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 4)the probe broke when added some load. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by sister that during an unspecified procedure using the subject device, the probe was damaged. It was confirmed with the provided image that the probe was broken outside the patient with less than 5 minutes of use. The doctor exchanged the first device for the second device and continued the procedure. There was no patient injury reported.